Manufacturer narrative:
(B)(4) is no longer applicable to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that since starting the therapy their left leg had been bothering them with muscle spasms. It was the same leg they were getting treatment on. They noted they had neuropathy since 1999 and believed that the treatment had been aggravating it. It was hard for them to get out of bed. The patient also mentioned they had a revision on their knee. They spoke to their healthcare provider about the issues and the hcp stated that it had nothing to do with the treatments, so they would try to administer the treatment to patients other leg. The patient was concerned about that option because they had ruptured that achilles heel and had screws in place and didn't want any further problems. After starting the treatments, the patient also reported they had to wait 5-10 minutes before they can void. Sometimes when they push, they feel like their straining which is not good, the urine should just come out. After the first treatment, they could not void. They had no urge to go, and they did not feel their bladder full either. That seemed abnormal to the patient because they consumed a lot of caffeine and water to be able to go to the bathroom. They also felt as though they were off balance as though they may fall. They advised that they almost fell on top of their spouse a couple of week prior to the report. Their hcp stated that was odd and to monitor it. The patient now walks with a cane, since starting treatments, which the hcp was aware of. The patient also noted that they had problems with their lowerback and had a morphine pump that was prior to the treatments. The patient had completed 4 sessions total.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.